Event description:
It was reported that after going through a security system at a courthouse, the pt loss stimulation and programming attempts were unsuccessful. The pt is scheduled for a revision of the interstim system in the near future.